Manufacturer narrative:
Additional information was added to d4: lot, d4: expiration date, d4: unique identifier (UDI) #, d9, h3, h4, h6 and h11. H11: the device was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. There were no issues or difficulty opening and closing the twist clamp, therefore the reported unable to close twist clamp was not verified. The device was also connected and disconnected using the returned minicap and an in-lab patent connector and no issues were observed. The reported separation was verified. The cause of the separation was due to an inadequate solvent bond between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of the minicap transfer set; further described as ¿a small blue chip came out when opening the transfer set¿. It was further reported that the twist sleeve of the transfer set could not be closed; further described as ¿unable to close when disconnecting from the cycler¿. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.